Event description:
Patient presented to infusion center in on [date redacted] stating 96-hour chemo pump she had placed [two days prior] was leaking. Stated this happened with her last pump as well. Patient reported she was driving to the infusion center and noticed a white residue on the inside of her pouch that holds her chemo pump. Denied any wet areas on outside of pouch or clothing. Upon inspection by nursing, clear disc on pump tubing had white residue as well as small drop of clear fluid on the center of the disc. Possibly an issue with current lot of 96-hour bulbs? Lot number of pump: 30280210.